Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. The patient at home guide, shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Additionally, it instructs the user to open the clamp on the patient line to ensure proper priming. A formal review of the label for the product family will be conducted. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) was connected to the hc device while the hc was priming. The technical service representative (tsr) reviewed proper procedures with the care giver (cg). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.